Event description:
It was reported that the patient experienced unspecified issues with his artificial urinary sphincter (aus). The device was previously removed due to unknown reason and replaced in a further surgery with a new aus system consisting of a 3.5 cm cuff, a control pump and a 61-70 balloon. No patient complications were reported in relation to his event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The device was replaced de to the patient has been leaking in the last few months. A smaller cuff was implanted with the new aus system. There were no further patient complications. It was further reported that the physician noted urethral atrophy secondary to radiated prostate.